Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side "deflation". Device remains implanted.

Event description:
Healthcare professional additionally reported hole in valve. The device has been explanted.

Manufacturer narrative:
Laboratory analysis summary: the device related to the reported events deflation was received on january 22, 2025 with lot number 1645143. Based on the product analysis performed, the assessments of the complaint codes are: ¿ deflation: observed an opening assessed as fold flaw opening. As per the investigation procedure, creases, wear abrasion and non penetrating nicks were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side "deflation". Hole in valve observed during explant surgery. The device has been explanted.